Event description:
It was reported the pt experience no stimulation and loss of therapeutic effect. The pt could see all three lights were green on the programmer. The pt used the programmer to increase the stimulation until triple beeps were heard, but the pt still could not feel the stimulation. Additional info received from the hcp indicated the pt was seen in 2009. Office notes indicated the pt was last seen in 2008. The pt presented with a dysfunctional spinal cord stimulator. The pt had a fall about a month ago and one week later, the unit stopped working. The pt had no stimulation and denied any inappropriate stimulation. His pain was 8/10. The pt had developed tolerance to his hydrocodone and due to increased pain from the dysfunction of the stimulator, it was requested the pt be changed to oxycodone 10 mg, three times/day. The pt was sent for x-ray of the thoracic and lumbar spine with lead tip and receiver site. It did appear that one of his leads dropped, but upon interrogation, it was determined that only one lead was being used for stimulation. There was near 4000 ohm impedance values suggesting that the lead was either fractured or unplugged. The physician recommended the pt pursue lead revision in early 2009.